Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the devices will not be returned to arthrex. Device history record review revealed nothing relevant to this event. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Devices reported to be discarded by user.

Event description:
It was reported that five speedcinches failed during surgery. Surgery performed was a meniscus repair. Four (4) speedcinches were broken in the knee and one came without any fiberwire and peek implant inside. According to the reporter, surgeon was very careful and used materials and techniques according to arthrex' recommendation. Surgery was changed to a meniscectomy. Speedcinches were discarded by the facility. Patient is female, (B)(6), left knee.